Manufacturer narrative:
An event of lead migration was reported to abbott. The leads were revised. Both leads were explanted and replaced with a paddle. The physician indicated that only one lead migrated. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120610.

Event description:
It was reported that the patient had experienced an scs lead migration from one of their leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs leads were explanted and replaced with a paddle lead. Therapy was restored post-operatively.